Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly presented at the japanese orthopaedic society meeting in march. A powerpoint series of tha with conserve phf articulation. Twenty five cases of tissue reaction confirmed with mars MRI only three revised.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).